Manufacturer narrative:
(B)(4). Initial reporter state - qc.

Event description:
It was reported that signal loss over one hour occurred. It was determined that the signal loss was related to the mobile application. It was indicated that the operating system for the smart device was not a supported system, which is off-label usage of the device. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.